Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, full defib/pacer functionality, and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.